Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Functional testing was performed and no failure was identified related to the reported low bg issue.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use. The user delivered one bolus on (B)(6)2018 of 10.89 units for 98 grams of carbohydrates. The user did not enter bg at the time of the bolus. There were no erratic basal rate adjustments. Complaint could not be confirmed. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell with the pump in pocket and landed on the pump resulting in the touch screen becoming cracked and unresponsive. Blood glucose (bg) level was 53 mg/dl; cause was unknown. Juice was consumed to treat the bg level. Reportedly, the customer had manual injections available as alternate insulin therapy.